Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0uu5f, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for gastrointestinal/pelvic floor. Health c are professional reported they saw the patient a couple weeks ago and they think the lead has shifted out of position. It was reported that it appears the lead has moved / buckled against the skin by examination. This was reportedly noticed (B)(6) 2017. Health care professional reported imaging was done and the lead was out of place but the physician did not see it and could not confirm it. No trauma/falls were reported. Leg pain also reportedly began in (B)(6) 2017. No further complications reported/anticipated.